Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the device was not working and needed to be reset. Patient was unable to get the programmer to successfully communicate with the ins using both with and without the antenna. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.